Event description:
Colectomy. The stapler was unable to be removed from the patient. There was some bowel tear and had to be sutured. Surgery time was extended forty minutes. No blood loss was reported. The patient is in staple current condition.